Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the patient was admitted to the emergency room (ER) with overdose symptoms. It was reported that the hcp was going to have a company representative (rep) bring a cap kit. The patient was under monitoring.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was experiencing baclofen pump withdrawal, not overdose, due to baclofen pump failure and pneumonia causing sepsis. The actions interventions taken to resolve the withdrawal symptoms was ¿temporary intrathecal catheter placed with slow titrating baclofen dose.¿ it was noted that the withdrawal symptoms resolved. The patient tolerated the procedure well and had no baclofen pump at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.